Manufacturer narrative:
One mhlas screw was not returned. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item. As the reported complaint is directed to the loosening of the screw, this evaluation will be of the screw. Per: no pre-existing conditions were noted on the complaint. The reported device was located on tooth # 19. Picture/x-rays: pictures or x-ray images were not provided. DHR review: DHR review could not be completed for the mhlas screw as the subject lot number was unknown. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable without return of the screw.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient's weight was not provided. Date of event not provided. Lot number of the screw not provided. UDI unknown.. Additional information received from the device investigation confirmed that mhlas abutment screw will need to be filed separately from the bellatek abutment (tsvldat4). Upon reassessment of the reported event, it was determined that this report was previously filed under the incorrect device (tsvldat4) and therefore, incorrect manufacturing site, MFR number (0001038806-2020-01694) on (B)(6) 2020. As a result, the event has been reassessed and is being filed under the correct MFR number (0002023141-2021-00357). Investigation results will be submitted for the mhlas abutment screw once the investigation is completed.

Event description:
It was reported that the screw had loosened at site number 19. No injury reported due to the loosening.